Manufacturer narrative:
(B)(4).

Event description:
The point of care coordinator stated that a nurse was accidentally stuck by a safe-t-pro lancet that did not retract after she had used it on a patient. The nurse did not require any medical treatment but will have her blood tested for blood borne pathogens for the next three months. There was no adverse event. The box of lancets was requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
Further investigation could not be performed as no customer material was returned for investigation. Investigations of previous similar events found that in rare cases, the internal wings of the lancet which intentionally break during the lancet release might jam the lancet's guiding channel and impede the lancet retraction back into the lancet housing. The medical risk was very remote and a use error could be excluded.